Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found overtorqued of the inner coil in the connector region and the helix was stretched in the helix region consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix. The reported event of a helix mechanism issue was isolated to the stretched helix in the helix region consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the initial implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was repositioned multiple times, but an acceptable pacing impedance could not be established. After the repositioning attempts, the helix of the rv lead could no longer be extended. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.